Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An office manager reported a partial flap noted while trying to lift the flap. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Review of the logfiles for the day of treatment shows no relevant error or warning that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without any problems. The reported treatment could be identified in the logfile. The logfile shows the user performed surgery with recommend energy setting. The energy was stable during the treatment. No relevant deviation between planned and performed energy is detectable. No technical abnormality could be detectable. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).